Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the device stuck in initializing device manager due to software issue. Field service engineer logged into refrigerator admin and turned the ethernet port back on and updated firmware to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device stuck in initializing device manager, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.